Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. A 2.5 x 12 mm nc trek balloon catheter was advanced to the lesion when resistance was met with the anatomy and it could not cross. Force was applied and the proximal shaft, outside the anatomy, separated. The catheter was removed and a 3.5 x 8 mm nc trek balloon catheter was advanced and it also could not cross the lesion and force was applied and the proximal shaft, outside the anatomy, separated. The catheter was removed. Then an attempt was made to advance a 2.5 x 12 mm xience xpedition stent delivery system and it also could not cross the lesion due to the anatomy and force was applied and the proximal shaft, outside the anatomy, separated. The procedure was stopped at this time due to the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other devices referenced are being filed under a separate medwatch MFR number.